Event description:
Information received from the (B)(6) database. Treatment of a right large cavernous sinus ica (internal carotid artery) aneurysm. During the pipeline deployment, it was reported that the pipeline became twisted as it was delivered looping inside the aneurysm and also due to two tortured points in the artery. The twist in the pipeline was resolved with manipulation of the marksman catheter and balloon angioplasty with a hyperglide balloon was performed to achieve full wall apposition. A second pipeline was implanted telescoping the first one without any issues. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient(B)(4).